Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had atrial tachy response (atr) episodes. Technical services reviewed the available electrograms, and it was determined that the atr episodes were inappropriate due to far-field oversensing. Technical services provided reprogramming recommendations. This device remains in service. No adverse patient effects were reported.